Event description:
It was reported that one day following implant, the atrial lead was found to be both sensing and pacing in the ventricle, and exhibited high thresholds. The lead was found to be dislodged, and was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.